Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection with the naked eye of the product showed the products were wet. There was no conspicuousness visible. The inspection of the dialysate ports did not reveal any conspicuous features. A leak test of the dialysate side and blood sides was performed on both products and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during priming with two (2) units of revaclear 500, an external dialysate leak at the venous dialysate port was observed. There was no patient involvement. No additional information is available.